Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. One sealed device with a small unknown fragment taped to the product packaging was available for evaluation. Visual inspection noted that the sealed sample showed no abnormalities. It was reported that a component disengage. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: to prevent seal damage, the woodford spike¿ trocar or other instruments should not be introduced into the trocar cannula at an angle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic total hysterectomy, grey part of the trocar broke off and popped out of the end of the device when an instrument was inserted. The grey piece was found in the abdomen of the patient and was retrieved with a laparoscopic gripper. There was no patient injury.